Manufacturer narrative:
The lot was manufactured from september 30, 2020 - october 01, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed evidence of a leak on the interior and exterior surfaces of the infusor housing. Therefore, the reported condition was verified. The cause of the condition could not be determined from the photograph; however, a potential cause could be due to a solvent-bonding issue at the junction of the tubing and stressmember or cuts/nicks on the tubing line created during patient use when the tubing may have inadvertently come contact with a sharp object. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked outside the balloon (bladder) of a large volume infusor. This was identified when disconnecting the infusor from the patient. The device had been filled with piperacillin/tazobactam 13.5g and 200ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.